Event description:
It was reported that blood pressure fell just after inserting the cement in bha.the patient died in ICU.

Manufacturer narrative:
A cardiac event resulting in patient death involving simplex p bone cement was reported. The event was not confirmed. Device evaluation and results not performed as no items were returned as the device remains implanted in the patient. Device history review not performed as no lot code information was provided. Complaint history review not performed as no lot code information was provided. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that blood pressure fell just after inserting the cement in bha. The patient died in ICU.